Manufacturer narrative:
The device was not returned for investigation. Part number and lot number have not been provided. Additional information has been requested. If the device returns or additional information is retrieved a follow up report will be submitted.

Event description:
It was reported the doctor experienced two broken centurion occipital 4.5mm screws while driving into the patien'ts occiput. No additional information was provided.